Manufacturer narrative:
The investigation is ongoing. The results will be provided when the investigation is completed. Unique identifier (UDI) in section d4 not provided as the device was manufactured before UDI implementation.

Event description:
An easytrack device with maxi sky 2 ceiling lift were installed at the facility for training purposes. During the simulation, one student was placed in the sling. While transferring from the bed to the chair, one of the poles detached from the crossbar, causing the easytrack to tip to the left. Consequently, the student fell to the ground and collided with another student who attempted to cushion the fall. The students sustained slight muscle tears.

Manufacturer narrative:
The process of gathering and analyzing information is still ongoing. The conclusions will be provided when the investigation is completed.

Manufacturer narrative:
The process of gathering and analyzing information is still ongoing. The results will be provided to the next report.

Manufacturer narrative:
The easytrack fs is a portable, self-supporting ceiling lift system that does not require attachment to walls or ceilings. It consists of two vertical extendable posts and a horizontal extendable rail, along which the ceiling lift moves. The system is designed to be assembled and disassembled without tools, making it suitable for temporary installations. The investigation was performed based on information gathered from the customer, device evaluation, photographic and videos and the manufacturer's analysis. The easytrack is a device consisting of two vertical extendable posts and a horizontal extendable rail. The ceiling lift is assembled to the rail and can be moved horizontally. There are few steps that need to be done to asemble the easytrack. The instructions for use dedicated to easytrack fs (001. 17300.en) which is delivered with each portable installation, give guidelines how to check, install and test the installation prior use. "3) insert the track in place on top of the both posts." "4) attach the track to the post by engaging the hooks, on both sides of the post, over the track pins." "5) secure the track to the post by closing the hook handle while pushing the hook over the track pin. The red marks on the hook handle should not longer be visible. You should feel a slight tension when closing the hook handle. Repeat procedure until all 4 hooks are secured." This instruction is supported by the pictures. It was determined that the locking clip, which is a component of the hook handle¿s safety latch, had detached during the initial assembly performed by an arjo employee. Although the installer reinserted the clip, there is a possibility that it was not properly secured. During the post-incident evaluation conducted by an arjo sales representative, the device was found to be generally in good condition. However, one of the locking clips was missing on one side of the post. This missing clip meant that the track could not be securely attached to the post. When the easytrack was reassembled and subjected to a stability test (by shaking), the issue could be replicated¿the locking clip detached, compromising the system¿s stability and leading to its collapse. It remains unknown what the exact condition of the device was immediately prior to use¿specifically, whether the easytrack was already missing the clip before the transfer and whether the red safety marks were visible. The instructions for use (IFU) clearly state that users must inspect the system before each use, checking for missing parts and ensuring that no red safety marks are visible on the hook handles. If any issues are observed, the system should be removed from use until appropriate actions are taken. It remains unclear whether this inspection was performed by either the installer or the customer¿s staff prior to the simulation and whether the red marks were visible before using the device for simulation. To sum up, the exact cause of the incident cannot be definitively confirmed due to the lack of direct evidence regarding the condition of the locking clip prior to use and missing information concerning pre-use inspection. Although the staff had been trained on the system upon delivery on 4 march 2025, the retraining was performed. Arjo device was used for the transfer therefore played a role in the event. The device did not meet the specification. The complaint decided to be reportable due to easytrack fs collapse.

Event description:
An easytrack fs system with a maxi sky 2 ceiling lift was installed at a training facility for demonstration purposes. The device was rented from 4 to 6 march 2025, and the incident occurred on (B)(6) 2025 during a simulation exercise. During the transfer of a student from a bed to a chair using the ceiling lift, one of the vertical poles detached from the horizontal crossbar, causing the easytrack to tip to the left. As a result, the student fell to the ground and collided with another student who attempted to cushion the fall. The students sustained minor injuries- slight muscle tears.

Manufacturer narrative:
The device inspection revealed that the easytrack was in overall good condition. The locking clip was missing on the pole. The conclusions will be provided in the next report.